Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was performing the air removal step with an empty syringe. Tandem technical support informed the customer that performing the air removal step with an empty syringe is off label per the tandem user guide. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.